Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of about "lo" blood results. Ems called because patient was weak and not feeling well. Ems blood test results were 597mg/dl. Last 5 results in memory were "lo", 280mg/d, 367mg/dl, 453mg/dl, 230mg/dl, 230mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not received yet.

Event description:
Consumer complaint of about "lo" blood results. Ems called because pt was weak and not feeling well. Ems blood test results were 597 mg/dl. Last 5 results in memory were "lo", 280 mg/dl, 367 mg/dl, 453 mg/dl, 230 mg/dl, 230 mg/dl. No adverse event reported.